Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported inability to insert the lv lead was confirmed in the laboratory. Visual inspection noted a seal in the lv port was torn and obstructed the lead bore.

Event description:
It was reported that during the implant procedure, the lead was not able to be inserted into the device lv port. An obstruction from header material was noted. The device was not implanted was replaced. The patient was not affected.